Event description:
The reporter stated that the male luer broke off when reconnecting to another MFR's device. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Medex reconginzes that this report of additional info is not being submitted within the required timeframe as outlined in the regulation. This info was overlooked for filing in error. Medex continues to be committed to regulatory compliance and will take steps to ensure that this does not recur. One sample was returned for evaluation. Examination of the returned unit showed that the male luer was broken off the slide swivel connector. This luer is molded from acrylic which tends to be brittle. The break is from the outside toward the inside. This issue was reviewed with engineering. Retained product samples were reviewed. None of the 32 units were broken and all attached easily to the other manufactuer's device without issue. The lot history was reviewed and was found to be acceptable. Medex was able to confirm this issue and determine a possible cause. No additional action is necessary. Medex considers this MDR closed with this report.